Manufacturer narrative:
Device received with solid white display due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. Unable to verify critical pump error alarms due to display anomaly. Tested with a test p-cap and the test p-cap locked in place properly. Corroded battery tube, battery tube spring and force sensor assembly. Moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer reported that the insulin pump had crack next to belt rails and moisture inside it. No harm requiring medical intervention was reported. The device will be returned for analysis.